Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, part of the screwdriver was bent. There was no patient consequence. This report involves one (1) screwdriver for ti click'x® locking cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 388.354, lot: l620750, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: october 18, 2017, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device scrdriver f/clickx lockcap self-hold w/t (product code: 388.354, lot number: l620750) was returned to customer quality (cq) west chester for investigation. One of the small protrusions on the device had broken and became deformed. The tip of the device had scratch marks all over the surface. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: specified dimension: outer diameter of tip. Measured dimension: outer diameter of the tip: conforming. Measuring device used: caliper. Complaint confirmed: the complaint can be confirmed based on the available information. Conclusion: the tip of the item had been damaged and showed signs of device failure. Hence, the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.